Event description:
The nurse manager alleged a fall with the pt sitting on the edge of the bed. While the pt was urinating into a urine bottle, sitting on side of bed, he fell out and hit his head leaving a knot. The pt alleged the mattress pushed him out of the bed.

Manufacturer narrative:
The technician investigated and found that with no one in the bed, the scale was reading (B)(6). Once the technician zeroed the scale, he was able to test bed exit and the bed exit and air system worked properly. The technician indicated that it appears that any issue with the bed would have been caused by improper scale usage by the nursing staff. The account would not release any info regarding the event.